Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited no capture and impedance greater than 2000 ohms. A clavicular fracture was noted on fluoroscopy. The lead was removed and a new lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.